Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified left main coronary artery. A 6.00mm x 12mm nc emerge balloon catheter was advanced for dilation. The balloon was inflated at 12 atmospheres for 10 seconds and at 18 atmospheres for 10 seconds. However, on the third inflation at 18 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.